Manufacturer narrative:
According to our pms data, occurrence rate of infection in smr reverse system is 0.061%. None of these case was judged as product related. No corrective/preventive action implemented for this specific case. Limacorporate will keep the market monitored. Please, consider this report as an initial-final MDR.

Event description:
Revision surgery due to early infection performed on (B)(6) 2020. Primary surgery was performed on (B)(6) 2020. During revision surgery, wash out was performed and only the smr reverse hp glenosphere (product not marked in USA), the smr reverse hp liner (product not marked in USA) and the connector (product code 1374.15.310, lot#1920252, ster. 2000003) were replaced. According to the information reported, surgeon suspected patients joint became infected on the ward because dressing was changed too early. Event occurred in (B)(6).